Event description:
The customer stated the meter was not working, nothing more specific was known. Troubleshooting found the meter was set in mmol/l. The contact was able to reset the meter to mg/dl with assistance. The meter alarm was off. When it was turned on. Only part of the "o" appeared. It seemed the meter may be missing segments. The meter was to be returned for evaluation, and a replacement meter was to be sent.